Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.

Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will submitted once the sample has been received and reviewed.

Event description:
¿I had 2 lcath 1.9fr catheters break on me last night. Lot number 11347875 and lot 11332530. It was when I went to remove the guidewire. I had pre-flushed them but they accordioned and broke at the purple part. It was extremely frustrating because I had to place a 1.2fr in a 4.5 kg baby after placing 2 of the 1.9."